Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the treatment for the peritonitis was not reported. On the same day as receiving the peritonitis diagnosis, the patient was hospitalized for the event. At the time of this report, the peritonitis was not resolved, the patient was not recovered from the event, and physioneal therapy was ongoing. No additional information is available.